Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported, a bradycardia alarm had not been triggered on the monitor and the control panel. A delay in responding to cardiopulmonary arrest of a baby was reported. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
This report represents a duplicate of report with manufacturer report # 9610816-2026-100688. The supplemental/final report for the reported issue will be reported under # 9610816-2026-100688.